Event description:
Physician intended to use a silverhawk directional atherectomy device for the treatment of a 20 mm moderately calcified, slightly tortuous lesion in proximal location in the right posterior tibial artery of diameter 3.2 mm. Lesion exhibited 90% stenosis. The device was inspected before use without issue. Device IFU was followed, and prepped without issue. It was reported that the device would not cross the lesion and the cutter mouth would not close once the physician shaved proximal to it. No patient injury reported.